Event description:
Device overheated during a wisdom tooth extraction procedure and the patient received a serious burn to their lip. Doctor was sectioning tooth #32 when the bur suddenly stopped rotating. Doctor immediately removed the device from patients' mouth, it was then that the doctor observed the burn on the patient's lower lip. Patient was under deep sedation at the time of the injury. The doctor did have a follow up with the patient and the injury was reported to be healing normally at that time.